Manufacturer narrative:
On september 18, 2024, novovcure received additional information from the healthcare provider (hcp) indicating that the patient was not hospitalized. The patient was assessed by her general practitioner, who conducted bacterial and fungal cultures. As a result, the patient was prescribed topical nystatin and advised to switch her antihistamine to fexofenadine. The patient remained on optune gio therapy and in the hcp's opinion the event was not related to optune gio therapy. Novocure opinion is that the contribution of the array placement to skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Manufacturer narrative:
Novocure opinion is that a contribution of the transducer arrays to the skin inflammation/irritation that required medical intervention, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm). Additional note: manufacturing date for the device (B)(6) is 17aug2016.

Event description:
A 60-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the patient experienced itchiness and redness on the entire top of the head and forehead, although remained on optune gio therapy. On (B)(6) 2024, the patient reported that she experienced ongoing severe itching and redness associated with the transducer arrays. During a follow up call, on (B)(6) 2024, the patient noted that she had been prescribed an unspecified antihistamine for relief of the itchiness she believed was an allergic reaction to the latest set of arrays. In addition, she felt as though she might be developing a rash on her body. The prescribing physician was contacted with no reply.